Event description:
Reporter alleged the numbers of the test strip vial for the glucose monitoring device are rubbed off. Reporter stated device was coded correctly and the test strips were expired. A request was made for the return of the suspect product and replacement product was sent.